Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2017; 419678 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited potential atrial under-sensing observed on stored electrograms (egms), with some of the signals potentially in blanking. The ra lead remains in use. No patient complications have been reported as a result of this event.